Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the third report of three osviii's that failed from the same healthcare provider. An osvii with antechamber was reported to have malfunctioned and caused underdraining. There was flow from the lumbar catheter, but not from the valve when the surgeon reconnected it. The unit was replaced with a medtronic (B)(4).